Manufacturer narrative:
Batch review performed on 07 january 2020. Lot 180423: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
A year and a half after a successful primary total knee, the patient complaint on a anterior knee pain. The surgeon decided to resurface the patella and according to a little flexion laxity he also decided to remove the liner and to change it to 12mm height instead of 10mm that was inside.